Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error 255-202-2. There was no patient involvement.

Event description:
It was reported that the device had error 255-202-2. There was no patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported system error was not replicated or confirmed; however, the malfunction was confirmed through log analysis and testing when the suspect device failed battery conditioning testing. It was also observed that the suspect's event and error log were incomplete. The external inspection found the suspect device was received with the seal intact, confirming that it had not been opened after leaving bd production or the san diego repair center. The battery was found to be properly installed, and no issues or anomalies were identified. The suspect device underwent a battery conditioning test using maintenance mode. This test allows the pcu software to assess the capacity of the installed battery. The test ran for 11 hours, but the device failed to complete it. Eventually, the timer reached zero; however, the reported error code could not be replicated. The pcu power supply board was temporarily replaced with a known good dchu pcu power supply board for testing purposes only. The pcu was then re-tested by initiating an ¿optimal¿ battery conditioning. The pcu battery conditioning optimal test was initiated, the battery conditioning completed with no errors or malfunctions. An additional battery conditioning test was performed in fast conditioning, and no errors or malfunctions were observed. Error, event, and battery logs were retrieved from the suspect pcu using alaris system maintenance (asm) to investigate a reported error 255-202-2. However, this error was not found in the logs and is only displayed on the pcu screen during a system error. Instead, eleven instances of error 800.8000 (software fault) were recorded. The system battery, event and error logs were provided to bd software engineering for analysis to determine the possible source of the 800.8000.0 (general os failure) error. Bd software engineering indicate that the errors 800.8000 have been caused by a faulty 220¿f capacitor (c20) in the pcu power supply board. The report of failure to complete the battery conditioning test was identified in the battery conditioning failure investigation report (dir 10000410056) in which it was found the error was related to a faulty 220¿f filter capacitor (c20) part number 818105-2272, found on the pcu power supply board. Operations engineering performed thorough testing of pcus that exhibited this failure mode and determined the root cause of the failure was the result of excessive leakage current through the c20 capacitor. Although the facility did not provide the event time, a software_fault was logged on may 1st, 2025, at 10:25 am, but the event log stopped recording at 5:14 am that day. The logs are incomplete, and it is not possible to determine the cause of the system error based on the available information. The selected profile was ¿.adult lev 1 ICU-ed¿, with a new patient selected, but no devices were attached or infusions programmed. The system error 255-202-2 appeared during a ¿battery conditioning, optimal¿ test. The bd alaris¿ pcu software performs self-checks before and during operation. A system error indicates a hardware or software issue within the pcu. If this occurs, a replacement pcu should be obtained without powering down the current unit until a new one is available. The affected device should be tagged, described, and returned to clinical engineering or biomedical departments for further assessment. According to the bd alaris channel error tipsheet, active infusions will continue despite a system error, provided infusion parameters remain unchanged. If adjustments are necessary, manually stopping and reprogramming the infusion per the user manual addendum is recommended. To resolve the issue, the pcu can be powered down using the system on key and restarted. If the error persists after rebooting, the pcu should be replaced immediately and returned to biomedical engineering for troubleshooting and log retrieval the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the pcu power supply board. Device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported error code 255-16-275 could not be confirmed; however, the malfunction was confirmed through log analysis and testing when the suspect device failed battery conditioning testing. The probable root cause of the system error is being attributed by a faulty 220 f capacitor (c20) in the pcu power supply board. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.